Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported that the patient's ins was removed because it became dislodged. All of a sudden, the patient could hardly walk and it was extremely painful because it felt like something was jabbing into the patient's side. They noted that something "busted off". The explant occurred roughly 4-5 years ago and they noted that the implant wasn't sent in for analysis. No further complications reported.